Event description:
It was reported the patient had "replacement surgery" because "the battery was constantly discharging and the coverage was not adequate". It was reported to have been going on for a couple years and that they had tried to do reprogramming but it just did not work, so the hcp decided to replaced the whole unit. It was reported the device was replaced last wednesday.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient product ID 37752, serial# (B)(4), product type recharger, product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).